Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample was also returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device since the clip was to the side of the pusher head (distal end of the feeder) which prevented the pusher head from loading the clip all the way into the jaws. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The misloading of clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. (B)(4) has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "loading issue" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly. The misloading of the clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that first and second clips were not loaded into the jaws properly during laparoscopic cholecystectomy. The third clip was loaded properly, however, the user felt anxious and stopped using the device. Five clips were remained and stuck in the device.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that first and second clips were not loaded into the jaws properly during laparoscopic cholecystectomy. The third clip was loaded properly, however, the user felt anxious and stopped using the device. Five clips were remained and stuck in the device.